Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no critical impact. The customer resolved the issue by changing the cartridge, and resuming insulin therapy.